Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush part keeps coming off in mouth [device breakage]. No adverse event [no adverse event]. Case description: a male consumer of unspecified age reported that he had been using an oral-b rechargeable toothbrush, version unknown and the oral-b brushhead, version unknown keeps coming off in his mouth. He stated that he replaced the brush and it still kept happening. No symptoms developed.